Manufacturer narrative:
Summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery fault lights was a damaged connector on the battery pack. Pins 2, 3, and 5 were physically damaged which prevented proper mating with battery charger connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned connector. The damaged connector will be replaced. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
A male pt called lifecor customer support to report that when one of his battery packs is placed on the charger, the battery fault light lights. The pt stated that, the lifecor rep had troubles when the system was delivered and got the battery to show charging but, it never fully charged. A replacement battery pack was sent to the pt. However, the suspect battery pack was never returned for eval. The pt stated he left the pack at the hosp when he was discharged, but the hosp could not locate it. After several months of attempted recovery, the battery pack was declared lost.